Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 390 mg/dl and diabetic ketoacidosis (dka); cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023, with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.